Event description:
During a video assisted thoracoscopic surgery the surgeon was using an ez35w and the white handle would not lock down. The surgeon fired the device and the black handle broke. A second device was opened and when it was fired the staples did not form properly. A third device wa opened and was fired and the staples formed but the knife did not cut. Scissors were used to transect between the staple lines. No butressing material was used. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that instrument a and c were returned non-functional. The instruments were disassembled and were found to have a damaged firing mechanism. Cartridge a was returned with damage to the top surface of the cartridge. No conclusion could be reached as to how this damage occurred. Instrument b was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spcification. Instrument b was disassembled to examine the internal components and was found to have a damaged clamp first lockout. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: intrrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to completed clamping of the jaws and failure to properly follow reloading instructions.